Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted into the patient during an uphold lite placement procedure to treat prolapse. During emergent follow-up visit, it was noted that one side of the posterior mesh has eroded into the rectum. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2006 captures the reportable event of mesh eroded into the rectum. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The removed mesh has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite device was implanted into the patient during an uphold lite placement procedure to treat prolapse. During emergent follow-up visit, it was noted that one side of the posterior mesh has eroded into the rectum. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.